Event description:
The pt has two leads from the same lot numbers. It was reported the pt complained of ineffective stimulation coverage and uncomfortable stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. The pt stated she has experienced frequent falls. X-rays will be taken of the pt's system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.